Event description:
On july 7, 2008 a patient contacted lifescan (lfs) alleging that a onetouch ultramini meter had an er5 message. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient stated that she first noticed an er5 message on the subject meter the month prior, at approximately 4pm. As a result of the alleged meter issue, the patient reportedly made no changes in her diabetes routine. She stated that she experienced a "hypoglycemic attack" after the reported meter issue began and was immediately given food by her parents. It is unknown whether the patient was engaged in any type of activities before the reported incident and when after the alleged error message the symptoms occurred. From the recorded conversation, the mas obtained the following information: the patient tests her blood sugar "ten" times a day and owns 3 or 4 different types of device to monitor her blood sugar. It would have been helpful to know whether she was tested on any other device during the time of concern. This was not a new out of box product. The testing technique was correct and the test strips were in good condition. The issue was resolved when a retest was performed with a new vial of test strips. This complaint is being reported the alleged issue with the reported vial of test strip was not resolved with troubleshooting. The patient claimed that she developed a "hypoglycemic attack" after the alleged meter issue began. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.